Event description:
While performing a balloon angioplasty on an extremely calcified lesion, the balloon ruptured at 10 atm. The physician experienced difficulty retrieving the balloon. A 6 fr sheath was being used and the device did not seem to 'wrap' properly so retrieval was difficult. The physician exchanged the 6fr with a 7fr to remove the device. The physician cannot confirm if all fragments were retrieved. After the device was removed, the tech inspected the balloon and confirmed it had ruptured in a circumferential fashion, not in a linear fashion. A cat scan has been ordered for any remaining fragments remaining in the pt. At the time of this report the pt had palpable pulses on both sides so the physician confirmed the pt appears to be doing well.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. Per specifications, balloon burst, compliance, and fatigue verification testing were performed. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with instructions for use (IFU) that delineates the proper inflation and deflation procedures. The rated burst pressure, rbp is documented in the IFU and label. These detection activities will likely result in a very high probability of detection to prevent rupture. Without the complaint device a thorough root cause analysis is not possible. In the absence of external restraints, the balloon is designed to burst in a longitudinal direction. The event description states that the balloon burst at 10 atm which is below the rpb of 11 atm. Internal notes from the district mgr for this complaint indicate that this was not surprising considering the "extreme calcification of the lesion." The balloon rupture ultimately resulted in difficulty removing the device as the distal portion will "umbrella" during the attempt to resheath. The IFU states that if resistance is met during withdrawal "remove balloon and sheath as a unit." Root cause for this complaint will be classified as "pt condition related to occurrence." We will continue to monitor for similar complaints. Per quality engineering risk analysis, risk mitigation activities are not required at this time.